Event description:
"The surgeon reported that a (B)(6) female with symptomatic 4th lumbar spinal metastatic follicular thyroid carcinoma for which vertebrectomy and stabilization were performed using xia pedicle screw instrumentation and an anterior v-lift cage augmentation. The surgeon reported that 17 months after the initial surgery it was noticed on x-rays that the left rod had broken and the v-lift implant had subsided, tilted and partially collapsed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
The complaint details indicate both a product problem and an adverse event, not just a product problem as initially reported. The complaint details indicate that there was a serious injury, which needed revision surgery. Method: device history review; complaint history review; risk assessment. Results: the customer event of a xia 2 titanium rod fracture was confirmed via visual inspection of the returned device. Material analysis was conducted and necking was observed around both fractured surfaces, indicating fatigue through tensile overload. The surgical technique states that ¿stresses and strains on the implants may cause metal fatigue, fracture, or deformation of the implants, before the bone graft has become completely consolidated.¿ the correspondence indicates that no bone graft was used for the procedure. Therefore, bone fusion does not seem to have been attempted in this case. This could have possibly been an additional source for the tension overload caused to the implanted rods. Conclusion: the cause of the reported event was due to fatigue through tension overload.

Event description:
"The surgeon reported that a (B)(6) female with symptomatic 4th lumbar spinal metastatic follicular thyroid carcinoma for which vertebrectomy and stabilization were performed using xia pedicle screw instrumentation and an anterior v-lift cage augmentation. The surgeon reported that 17 months after the initial surgery it was noticed on x-rays that the left rod had broken and the v-lift implant had subsided, tilted and partially collapsed."